Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 27th april 2011 and performed to specification up to the 29th june 2014. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2014 and the (B)(6) 2015. The pad-pak became depleted, a fresh pad-pak was installed before also becoming depleted. A further fresh pad-pak was then installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.